Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es domain controller is stalled stopped. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es domain controller is stalled - stopped. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the domain controller was stalled stopped. The technical support specialist (tss) identified that the remote smart service take long time to establish and restarted it but the issue remained unresolved. Tss identified that almost all necessary services were not running and restarted it. Tss finalized that an update to bomgar platform would establish a connection to the server. Customer rebooted the active directory in the application server, and the domain controller was back up to date. Tss also attached the network guide for rss and instructed the user to connect with the hospital information technology department to ensure they opened the port 443 and whitelisted all the uniform resource locators mentioned in the document. The system functioned as intended after the technical support specialist troubleshot the device.